Event description:
It was reported that an asymptomatic patient presented via remote transmission with non-sustained lead noise due to post-paced t-wave oversensing on the near-field channel. Mismatch between near-field and far-field resulted in incorrect diagnosis of non-sustained lead noise episode. Programming changes were recommended. Device remains implanted. No further information is available.

Event description:
New information notes that at a subsequent follow-up post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made. Patient condition is good.